Event description:
On (B)(6) 2022 a patient underwent a total disk replacement at c5/6. After a follow-up appointment on (B)(6) 2023 it was reported that there was loosening of the implant and the patient's pre-op symptoms were not relieved. A removal surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
No product was returned as it still in-situ, but images provided confirmed the complaint. The patient's bone quality and postoperative physical activity are unknown. Review of the provided radiographs identified subsidence of the implant into the adjacent cranial and caudal bodies though no root cause can be determined, implant selection, bone quality, and excessive postoperative physical activity are likely causes or contributors. No device malfunction was identified. No additional investigation can be completed at this time. Should more information become available an additional record will be filed. Labeling review: "...warnings: simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify cervical artificial disc surgical technique guide...". "...preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all comorbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic...". "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months...". "...anterior cervical surgery risks: anterior cervical surgical risks are, but may not be limited to: unresolved pain...". "...cervical artificial disc risks: risks specific to cervical artificial discs, including the simplify cervical artificial disc, are but may not be limited to: device subsidence..." H3: device still in-situ.